Event description:
It was reported that in may of 1997 a pt was receiving pain therapy via a pca ii pump after a c-section. Reportedly soon after being placed on the pump the pt went into respiratory arrest and died. No add'l specific info has been reported. The cause of the occurrence has not been determined.